Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level. The customer's blood glucose level was 712 mg/dl. The customer reported that they were treated with insulin drip and glycerin drip at the hospital. The customer did not mention any symptom related to high blood glucose level. The customer asked for assistance for rewinding the insulin pump and also reported that the belt clip was damaged. The device will not be returned for analysis.